Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/23/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer and an ar-9597-10 angled reamer sleeve were stuck together. This occurred during a case where another tray was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed that angled reamer sleeve, 10° had chipped on the edges around the device, abrasion marks on the base and inside of the angled reamer sleeve. Functional testing with the mating part returned noted that the device did not rotate freely and got stuck due to the damage around the device. The most likely cause for the reported failure can be attributed to user error of the device due to interference of the mating instrument.